Manufacturer narrative:
No adverse event alleged. A request was made for the return of the device.

Event description:
The problem is that at the menu "rewind piston rod", customer cannot confirm command with menu button. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.